Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, the customer reported that the daily background was failing. Fse instructed the customer to run a 10% bleach through the substrate line and then follow up with alcohol. Upon follow up with the customer, the customer reported that the daily background had passed. The instrument was up and running. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 16-sept-2017 through aware date (B)(4) 2018. There were two (2) similar complaints, including this ticket, found during the searched period. The aia-900 operator's manual under chapter 6 system operation, section 6.2 daily check states: the daily check procedure should be performed prior to assay operations. It involves inspecting the system, replenishing reagents and emptying waste if required. It concludes with the substrate background measurement. Always perform daily check before starting assay operations. Chapter 9, maintenance, section 9.1 daily check states: cleaning the substrate lines: if the blank high (bh) flag appears with 4mu background during daily check, use the following procedures to clean the substrate lines. Replace the substrate bottle with the substrate replacement solution (70 % ethanol). Click the replace substrate button on the operation panel (toolbar) to start the substrate replacement sequence. Repeat the foregoing procedure three times. Prepare nitric acid solution of about 0.1 mol/l, which is commercially available, or by diluting nitric acid concentrate 100 times with water. Replace the substrate replacement solution (70 % ethanol) bottle with the nitric acid solution. Click the replace substrate button on the operation panel (toolbar) to start the substrate replacement solution (70 % ethanol) replacement sequence. Repeat the foregoing procedure three times. Reinstall the substrate replacement solution (70 % ethanol) bottle. Click the replace substrate button on the operation panel (toolbar) to start the nitric acid solution replacement sequence. Repeat the foregoing procedure three times. Replace the substrate replacement solution (70 % ethanol) bottle with the substrate bottle. Click the daily check button on the toolbar and perform the daily check once more. The most probable cause of the reported event was a contaminated substrate line.

Event description:
A customer reported that daily startup was incomplete on the aia-900 instrument. The customer repeated the startup twice but it was still incomplete. The customer made up new substrate ii and swapped the old substrate out for it but the background check failed with a no good (ng) flag. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle-stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl), estradiol (e2), and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.